Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized that same day. The treatment for peritonitis was not reported. The patient has since been discharged from the hospital and was reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was re-trained. Should additional relevant information become available, a follow-up report will be submitted.